Event description:
New information received indicated that the right atrial (ra) lead was found to have an insulation anomaly.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited oversensing noise resulting in pacing inhibition. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.